Event description:
Affiliate reported the valve fractured in two places. During the case, a revision occurred using a replacement chpv.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact no discrepancies were noted for the products being accepted. They were released to stock in october of 2003. If at some point the device does become available, this complaint will be re-opened. Evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time. This complaint is considered closed.